Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported no insulin was observed exiting the cartridge. Customer's blood glucose (bg) was over 600 mg/dl. Customer changed out the infusion set and cartridge. Insulin injections were administered to address bg.